Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the er320 instrument was shipped without any clips in device. Another er320 instrument was used to complete the case. There was no consequence to the pt. The device was discarded.